Manufacturer narrative:
Sections with additional information as of 17-jun-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect was detected.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern: able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer¿s expected pm fasting blood glucose test result range is 100-150 mg/dl. The only test result reported by the customer that was lower than customer's expected range was pm fasting result obtained of 69 mg/dl; customer could not recall if this was the result she was concerned with. Customer was not using proper testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification. The meter memory was reviewed for previous test result history: (B)(6).